Event description:
It was reported that during an anterior resection procedure, the device was closed, but when the firing trigger was squeezed, the device did not transect the tissue as expected. Another device was used to complete the case. There were no adverse consequence for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.